Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the person who called in the issue and they said after the initial problem it never came back. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that arm 3 moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer called the technical service engineer (tse) and stated that that arm 3 was moving on its own. They were using the system at the time and the system was working normally. They were concerned that the issue would reoccur during their 3 cases on monday. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.